Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.